Event description:
During a follow-up with the pa-injector, it was reported the patient developed an infected area in the right cheek. The area is edematous and pits with prolonged pressure. An infection was diagnosed 10 days post-injection due to the presence of pus-like drainage.

Manufacturer narrative:
The infection was diagnosed 10 days post-injection most likely due to patient's continual manipulation of the inflamed area. The area was drained and cultured. The patient was prescribed antibiotic clindamycin. During follow-up, the pa reported the culture results indicated a presence of staphyloccocus aureus. The infected area has since significantly reduced. The healing process has been enhanced with the treatment using infra-red and red light waves often used after surgery. A review of the device history records indicates the reported lot #1016452 met all specifications prior to release.